Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of high ventricular rate and noise reversions due to noise over-sensing. On (B)(6) 2019, the patient was brought in clinic for a follow up and the pulse generator was reprogrammed. However, the over-sensing persisted intermittently with isometric and positional movement tests. The patient was not symptomatic during the episodes and the physician elected to continue to monitor the patient via merlin.net. No further action was taken.